Event description:
On 2026-jan-26 additional information was received from a manufacturer representative. The rep reported that device removal/replacement was planned for (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2025. They called back repeating previously reported events from the initial call. The patient stated they had a fall, and they were feeling a flutter down their leg from their butt down, and their healthcare provider (hcp) stated that it was their nerve damage and deep tissue trauma that was causing it. The patient then stated they needed to get an MRI of their heart, but couldn't because of the ins. The patient also stated they had been scheduled for a replacement surgery, but their hcp told them they were not sure if they could take the leads out. The patient wanted to make sure the lead could be taken out for them to have full-body MRI eligibility, and requested for a manufacturer representative (rep) to be at the replacement surgery. The appropriate contact information was provided to the patient, and an email was sent to the local reps regarding the patient's situation. Additional information was received from the patient on (B)(6) 2025. When asked to clarify what they meant by "every now and then they felt a flutter where the stimulator was", the patient stated they weren't sure because they were in an accident and their doctors said it was probably their deep tissue injury and nerve damage may last a long time. The patient indi cated that it was unknown if the cause of the stimulation being felt at the stimulator site was determined. The patient stated the most likely cause was their battery was possibly starting to run low. The patient stated they went to see a doctor who installed these stimulators on (B)(6) 2025. The patient indicated it was unknown if the issue was resolved. The patient stated the cause of feeling stimulation down their leg instead of the bicycle seat area was determined, and the most likely cause was the battery notifying them it was running out. To resolve the issue, the patient stated they were meeting with a doctor to replace the bowel stimulator after the holidays (january 2026). The issue was not yet resolved. The patient stated it was unknown if the fall affected the implant. The patient repeated that they stimulator would be replaced, and stated they would check with medicare and united healthcare to make sure this would be covered. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that every now and then patient feels a flutter where the stimulator is. It is at the hip by the stimulator. It goes down the leg. It started probably april and they have had it maybe about 6 times since then and it has been quiet for the last 3 weeks. Patient had a fall in the last five months. They fell more on side then on their butt and noted that they fell forward. Patient also lost 15 pounds. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2025. The patient called back repeating previously reported event details. Patient stated since their last call someone told them that the symptoms they were experiencing could indicate the ins battery nearing eos and patient subsequently increased amplitude. Patient reported that since increasing amplitude they feel a flutter every now and then but its not like it previously was when they would have to grab their hip. Patient expressed that they wish to find a new managing hcp and was emailed physician listings on their previous call. Patient confirmed they received physician listings and have contacted a couple doctor's on the list but will keep trying.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They clarified what they meant by "every now and then they felt a flutter where the stimulator was," stating that they googled the symptom and talked to the manufacturer and it was their battery telling them it may be running low. When asked about the cause they stated that it was possibly due to low battery or the need for a replacement. When asked what steps were taken to resolve the issue they stated that they have a new appointment with a doctor. The issue had not yet been resolved. They stated that the cause of the stim being felt down the leg was determined to be due to low battery and repeated that they would be seeing a doctor. The issue had not yet been resolved. They also noted that the fall did not affect their implant.